Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 16098101, model/catalog description: linear st lead kit 70 cm; model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 17370003, model/catalog description: precision spectra ipg kit.

Event description:
A report was received that the patient was experiencing indequate stimulation. It was also reported that the leads were having high impedances. The patient underwent an explant.

Event description:
A report was received that the patient was experiencing indequate stimulation. It was also reported that the leads were having high impedances. The patient underwent an explant.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.